Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly of the ruby coil. The pusher assembly was kinked approximately 103.0 and 105.5 cm from the proximal end. The embolization coil was detached from its pusher assembly, and the coil winds of the embolization coil were offset and compressed. Conclusions: evaluation of the lantern revealed that the catheter was ovalized. This type of damage likely occurs due to forceful gripping or pinching the catheter during insertion into patient anatomy. The ovalization in the lantern may have contributed unintentional detachment of the first ruby coil. Evaluation of the first ruby coil confirmed that the embolization coil was detached from its pusher assembly, and revealed the coil winds of the embolization coil were offset and compressed. These types of damages likely occurred due to forceful manipulation of the ruby coil through the ovalized lantern. If ruby coil is advanced through the damaged lantern, the coil winds may become offset. Attempting to withdraw the ruby coil through the damaged lantern likely caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would cause the embolization coil to detach from the pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred due to forceful manipulation against resistance. Evaluation of the second returned ruby coil revealed that the device was functional. During the functional analysis, the ruby coil was detached using a demonstration handle. The inability to detach during the procedure may be due to increased friction between the pull wire and hypotube due to tortuous anatomy. It is possible that the buildup of friction inside the hypotube was too large for the detachment handle pull force to overcome resulting in an unsuccessfully detached embolization coil. The ruby coil detachment handle (handle) mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00700.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01589.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. It was reported that the patient's anatomy was tortuous. During the procedure, the physician inserted a 5f sheath and a 5f diagnostic catheter into the patient and then advanced a lantern delivery microcatheter (lantern). While attempting to advance a ruby coil through the lantern, the physician did not mention any resistance; however, the ruby coil unintentionally detached from its pusher assembly inside the lantern. Therefore, the physician removed lantern with the detached coil inside. Although there was no reported deficiency with the lantern, the physician wanted to start fresh with a new lantern. Therefore, the physician regained access using a new lantern and then deployed a new ruby coil into the target vessel; however, the physician was unable to detach the ruby coil using the ruby coil detachment handle (handle). Thereafter, the ruby coil was removed and the procedure was successfully completed using five new ruby coils, the same lantern and the same handle. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.